Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a low vault. The lens was exchanged for a longer lens. There was no patient injury.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Size incorrect for patient. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: reportedly micl was explanted/exchanged for a longer lens two months postoperatively to address "low vault" .after uneventful intervention bcva was 20/20. Dfu instructs physicians how to choose a proper lens under" visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given the information that longer lens was used as a replacement it is very likely that the patient related factor( anatomy issue) or procedure related factor(calculation error) have caused/contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received: the surgeon indicated the patient did not have any complications related to the low vault. The lens was removed through the original incision and one suture was required. The patient's current best-corrected visual acuity is 20/20.